Manufacturer narrative:
The investigation into the reported delivery issue has been completed. The impella device was not received from the customer, therefore, investigation of the device was not possible. The clinical investigation determined that the root cause of the delivery issues was related to the patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. During implant, device had delivery issues. Physician was unable to cross the device across aortic valve (av). Reportedly, the impella placement was aborted due to the patient's anatomy. An intra-aortic balloon pump was placed due to patient being on bypass for eight hours and being unstable. The impella placement was aborted.